Manufacturer narrative:
This is the final report. The customer's returned meter (B) (4) has been tested with approved test strips with low level reference control solution. The complaint was not confirmed and no new issues were observed, all results were within specification. Additionally, the readings of 130 mg/dl and 438 mg/dl were found in the device's internal memory log all within 10 minutes.

Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor within 10 minutes of 130 mg/dl and 438 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.